Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling and ECG functional testing without duplicating the customer report. The defib cable receptacle was replaced as a precaution and a replacement multifunction cable was sent to the customer. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device's history logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Please reference medwatch report 1220908-2019-00846 for a similar event reported from the same customer. Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.